Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2013 due to infection. A culture was taken from the device pocket; however, results were not provided. The pump and catheter were discarded per the customer. No patient symptoms were reported. Patient outcome was reported as no injury and no adverse event. The device system was used to deliver infumorph. It was later reported that following pump implant the patient was seen in the office on (B)(6) 2013 and had bruising at the site but no signs of infection. The patient was instructed to call if any problems developed. The patient was admitted to the hospital 'several days' following the office visit. It was reported via telemetry strips the device was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8575, lot# j12305r, implanted: (B)(6) 2006, product type accessory. (B)(4).